Event description:
On (B)(6) 2025, the user's parent/guardian reported that the user experienced diabetic ketoacidosis (dka) on (B)(6) 2025. The user's dexcom g7 continuous glucose monitor (cgm) expired on (B)(6) 2025, and they were unable to pair a new sensor. Instead of attempting to use another g7 sensor, the user chose to run the insulin delivery system in bg run mode. Despite this, bg levels remained elevated for several days, reportedly reaching nearly 700 mg/dl, and the user developed symptoms of vomiting, headache, and lethargy. The contact transported the user to the emergency room (ER), where they were treated with insulin and intravenous (IV) fluids before being discharged the same day. The user did not receive backup therapy prior to hospitalization. Following discharge, the user resumed using the ilet insulin delivery system. A training session was scheduled for (B)(6) 2025 to review device settings and management.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.